Manufacturer narrative:
An ion product was not returned to intuitive surgical, inc. (Isi) for evaluation. An isi technical support engineer (tse) reviewed the logs and noted errors indicating a potential catheter/jumper connection needs to be cleaned. An isi field service engineer (fse) site visit was performed and the issue could not be replicated. The system was tested and verified ready for use. A review of the site's system logs for the reported procedure date was conducted. The review of the available logs found one instance of a related error. At the same time this error was logged, the motion control console (mcc) displayed user-facing messages indicating the catheter transitioned to passive mode. A review of a video provided by the customer found that an error message appeared while the user was reviewing the cone beam CT (cbct) slices at the c-arm's tower; the user would not have been touching the controller at this time, so the catheter was not being inserted. Rather, the catheter was stagnant with a biopsy needle extended. When the error message appeared and the catheter went passive, the catheter tip and needle were displaced by a very small amount as the catheter relaxed. The user manual states. ¿when a system fault occurs, retract the tool inside the protective sheath immediately to minimize interaction with tissue and prevent patient injury as the catheter slowly relaxes in response to the fault."

Event description:
It was reported that during an ion-assisted lung biopsy procedure, while the catheter was being inserted, the catheter went into passive mode several times; in one instance, the needle was sticking out and scraped along the lung. This caused user frustration. The procedure was completed as planned. On follow-up, according to the physician, there was no adverse complication, bleeding, or pneumothorax associated with the event. The patient was seen at a follow-up appointment and reported to be doing well.